Manufacturer narrative:
Investigation summary: lot analysis: device/batch history record review: yes. Reason: dhrs are available for review as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: MDR: review was conducted. Lot 7089532 was built on afa line 9 on 08apr2017 thru 13apr2017 for the quantity of (B)(4) and packaged on line11. Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pr. Sap (qn) database review: yes. Reason: this database tracks any issue during production that would affect product quality. Findings: subject codes were an s2 severity ranking. Review was conducted for the level b investigation; as a result of the review there were no related reject activity findings relevant to the defects stated in the pr associated with the lot number provided for this incident. Observations and testing: o received one used 18g bd insyte autoguard bc unit within in an open package from lot 7089532. The unit consisted of the needle/hub assembly which was partially retracted within the safety shield (barrel). The button was completely depressed. There were extreme traces of dried media throughout the unit. Visual/microscopic examination: o (a) blood backs up / not completely expelled although extreme traces of thick dried media was observed with the returned unit; due to the condition in which the unit was received it could not be determined if the failure was due to manufacturing issues (i.e. Plug depth, misplaced plug, damaged plug, etc.) Or use in the clinical setting. Therefore the failure (a) is indeterminate. O (b) needle retraction failure the grip was damaged (smashed) in the area to the side of the bottom where it connects to the barrel and hindered the needle from fully retracting. The damaged (smashed) grp was the cause of the needle retraction failure which resulted from the manufacturing process. Functional test (needle retraction): o could not be conducted as the needle could not be pushed the out position due to the extreme amount of thick dried media present in the chamber and spring. Test description, method no, results: visual/microscopic, n/a, see observations and testing. Functional (needle retraction), n/a, see observations and testing. Investigation samples(s) meet manufacturing specifications: no; evaluation of the returned used unit provided for this incident revealed damage to the grip that hindered the needle from fully retracting. Conclusions: (a) confirmation of the failure of blood backs up / not completely expelled, as stated in the pr was conclusive based on the observation of the returned unit. Confirmed there were extreme traces of thick dried media present in the chamber. Cause could not be determined due to inability to conduct testing based on the condition in which the unit was received. (B) confirmation of needle retraction failure, as stated in the subject of the pr, was conclusive with the returned used unit provided for this incident. Confirmed the unit did not fully retract; as the unit displayed damage to the grip component which hindered a full retraction of the needle into the barrel upon activation. This was physical/mechanical evidence to confirm and support manufacturing process related issues for this reported defect. Did the evaluation confirm the customer¿s experience with the bd product? Yes; (a) confirmation of the failure of blood backs up / not completely expelled was conclusive based on the observation of the unit in its received condition. Yes; (b) confirmation of the failure of needle retraction failure was conclusive with the evaluation and of the returned unit. Were we able to reproduce the customer's experience with the bd product? No; (a & b) reproduction of the failures experienced by the customer were not achieved with the returned unit; as functional testing could not be conducted due to the extreme traces of thick dried media present in the chamber and spring of the unit. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: indeterminate (a) - a definite root cause could not be established due to inability to perform testing due to the condition of the returned unit. Manufacturing (b) - in respect to the failure of needle retraction failure; the cause was confirmed to be a result of the damaged grip which inhibited a successful retraction. Comment: in respect to the failure of (b) needle retraction failure: the plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample. Mechanics perform alignments when misalignments are found during production.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when a nurse pressed the safety activation button of a 18 g x 1.16 in. (1.3 mm x 30 mm) bd insyte¿ autoguard¿ bc shielded IV catheter, the needle failed to retract and the safety barrel filled with blood. There was no report of injury of medical intervention.